Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm and the insulin pump battery compartment was damaged. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the back of pump battery compartment(crack) and alleged failed battery alarms found on (B)(6) 2021. Insulin pump¿s history and trace files downloaded successfully using thus software. Pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test alerts noted during testing. However, failed battery test alerts noted in the pump history on 07/28/2021 at 9:04pm. In addition, pump trace download analysis confirmed the pump alarmed pump error 25 on 07/29/2021at 12:00am. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2] boards. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Failed battery test alert confirmed in the pump history on 07/28/2021 due to moisture damage on the electronic assemblies. Pump error 25 was confirmed in the pump history on 07/29/2021 when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.